Event description:
Information received by medtronic indicated that the insulin pump was squirting insulin during the manual prime process. Customer stated that they were unable to exit the preparing to prime loop. Customer stated that they did not receive second series of beeps nor did numbers appear on the screen. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.